Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) reported via (B)(4) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 274.7 mcg/day) via an implanted pump. The pump was last examined on (B)(6) 2015. The lot number of lioresal was unknown. The pump's indication for use (IFU) was listed as intractable spasticity. An itb pump site infection was reported and the programming date from the most recent refill prior to the event was (B)(6) 2015. The event outcome was ongoing. The entire system was explanted (not replaced) on (B)(6) 2015 and the event resulted in patient hospitalization/prolongation of existing hospitalization and an unscheduled clinic or office visit and urgent care visit. Laboratory testing on (B)(6) 2015 found decreased hemoglobin (hgb), packed cell volume (pvc), red blood cell (rbc) with increased red cell distribution width (rdw). On (B)(6) 2015, a CT scan without contrast found stable ventricular size. On (B)(6) 2015 more laboratory testing was done and showed increased "glu bed" culture cerebrospinal fluid (csf) bacteria - "no polys seen", no bacteria seen...on (B)(6) 2015 additional laboratory testing was completed and found graham stain with gram-positive cocci (gpcs) with culture demonstrating staph aureus. The event was related to the device or therapy and unlikely related to the procedure. The event was also related to the pump pocket incisional site/device tract. The patient was admitted to the hospital when he presented at clinic visit with concerns of itb site infection and the patient required in-patient or prolonged hospitalization. The clinical diagnosis was pump pocket infection. No information was reported regarding what additional medications the patient was taking at the time of the event, or the patient's medical history. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a hcp. Patient medical history included spasticity and stroke and baclofen 30 mg as a concomitant medication.